Event description:
Boston scientific (formerly guidant) received information from a study designed to evaluate the success of endoleak repair using translumbar (tl) endoleak embolization compared with a transarterial (ta) technique that involves embolization of the endoleak cavity itself, in addition to the feeding artery. The study involved 84 patients. Endoleak repair using two methods, translumbar (tl) endoleak embolization and transarterial (ta) technique were compared. During the study, reported adverse patient effects included: endoleaks, bowel ischemia with partial colectomy, and retroperitoneal bleeding.

Manufacturer narrative:
Attempts to obtain additional information from the article author was unsuccessful. The findings of the study were summarized in the article: s. William stavropoulos, md, jin park, md, ronald fairman, md, and jeffrey carpenter, md "type 2 endoleak embolization comparison: translumbar embolization versus modified transarterial embolization" journal of vascular and interventional radiology 2009; 20:1299-1302.